Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited high threshold and no capture. It was also noted that the lead had high impedance. It was suspected that there could be tissue stuck in the helix due to multiple fixations. The rv lead was attempted not used and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited high threshold and no capture. It was also noted that the lead had high impedance. It was suspected that there could be tissue stuck in the helix due to multiple fixations. The rv lead was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.